Event description:
The manufacturer has changed/improved the criteria for making MDR decisions regarding the nerve integrity monitoring (nim) system, per discussion with osb. A retrospective review found the following event: the customer reported that on a nim-response 2.0 patient interface "one of the connection[s] is not reading correctly." It is unclear whether the unit experienced any alarms or warnings to alert the user that a single channel was not working or if the unit was experiencing intermittent signal readings. The unit was not returned and no further information is available. There was no allegation of patient injury and no patient information was received. Based on this evidence, it cannot be ruled out that a nerve that was present was not being read.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. Method: analysis of labeling performed. Conclusions: no conclusion can be drawn. Device not returned - no evaluation will be performed. When information suggests that the nim equipment had the potential to not stimulate to affect electromyography (emg), or to detect emg, it is assumed that the failure was device-related and may have gone undetected. In this case, there is no information to suggest an event could not be interpreted falsely - the report is inconclusive as to the cause of field observation. Therefore, without information to reasonably suggest serious injury, or that medical intervention was required to preclude serious injury, we are filing this report as a product problem. This product was being used for treatment, not diagnosis. The nim system is intended for locating and identifying cranial and peripheral motor and mixed motor-sensory nerves during surgery, including spinal cord and spinal nerve roots. If the system fails to perform as intended, (effect or detect electromyographic (emg) activity) it presents the potential for temporary or permanent damage to the nerve that is present. There are many non-device related issues that can cause the nim to indicate no stimulation occurred or no electrical response was received/detected from the muscle: use of paralytic anesthesia agents, tissues were too dry, the nerve was fatigued by overstimulation. In addition, safe stimulus levers are dependent upon various conditions including but not limited to: type of excitable tissue, charge per pulse, charge per unit area, waveform morphology, repetition rate and stimulator effective surface area. When such situations occur, the surgeon can also falsely misinterpret that a nerve is not present. The nim system has built in alarms and warnings to alert users of a system failure. At this time we are unable to confirm whether the customer was aware of such alerts. This reported event has no reference to an alarm or warning, therefore, it must be assumed that an alarm or warning went undetected or did not occur. Without return of the device, it cannot be determined whether or not it failed to meet specification. The relationship of the device to the reported incident is unclear. Nothing has been returned to the manufacturer for evaluation - neither the device in question, applicable imaging films, nor medical records. The report is inconclusive as to the cause of the reported product problem. Attempts to obtain additional information from the customer have been unproductive.